Event description:
Pt had difficult anatomy, characterized by tortuous, calcified iliac arteries, and a funnel shaped aortic neck. Post angiogram detected a proximal type I endoleak and a distal type I endoleak located on the ipsilateral iliac. A main body extension was placed at the proximal portion of the main body graft, resolving the endoleak. The distal endoleak was resolved by placement of an iliac leg extension. Final angiogram viewed good coverage and exclusion of the aneurysm. No endoleaks were noted. Please refer to 1820334-2004-00120 for additional information.